Event description:
It was reported during use the bd vacutainer® brand pronto¿ quick release needle holder experienced a difficult to eject needle from holder. The following information was provided by the initial reporter. The customer stated: "user has reported several times that the pronto needle holder is stuck. The needle does not come out properly after the blood sample and is jammed and all the products presenting the same problem comes from lot 20k05. In addition, they are all yellow. The customer has asked whether bd has changed something."

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to defective holder (difficult to engage and change containment device ) as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) has been listed in sections d.3. And g.1. As nipro is an OEM manufacturing site. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported during use the bd vacutainer® brand pronto¿ quick release needle holder experienced a difficult to eject needle from holder. The following information was provided by the initial reporter. The customer stated: "user has reported several times that the pronto needle holder is stuck. The needle does not come out properly after the blood sample and is jammed and all the products presenting the same problem comes from lot 20k05. In addition, they are all yellow. The customer has asked whether bd has changed something."